Event description:
A report was received alleging that ht tracheostomy tube was leaking at the cuff after six hours in situ. Replacement was required after three days use, as the cuff allegedly became fully deflated. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.